Event description:
It was reported that, "the pr has pain on a daily basis since the knee replacement surgery. She has experienced painful clicking since the surgery. She is experiencing numbness on the right side of the right knee. The surgeon has performed subsequent bone scans and an exploratory surgery is scheduled for (B)(6), 2011."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) reference in this report (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.